Event description:
The subject device was implanted on 6/26/98 during a posterior spinal fusion from t4-l4. In 11/98, the pt felt a snap in her back while laughing. On 12/17/98, the device was found to be fractured with pseudoarthrosis at l1-l2 and was removed.